Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that a low out of range shock impedance measurement below 20 ohms was recorded during the episode and that therapy exhaustion occurred. Technical services (ts) was consulted, and upon review, noise oversensing on the right ventricular (rv) lead channel was noted after the initial shock was delivered. Ts advised on replacing this device and the non-boston scientific rv lead. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that a low out of range shock impedance measurement below 20 ohms was recorded during the episode and that therapy exhaustion occurred. Technical services (ts) was consulted, and upon review, noise oversensing on the right ventricular (rv) lead channel was noted after the initial shock was delivered. Ts advised on replacing this device and the non-boston scientific rv lead. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. This device was returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.